Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event of the cable being hot was confirmed. Visual inspection revealed that the strain relief of the black power lead was broken and the lead appeared to be disfigured at the damaged area. Further investigation revealed that an internal conductor was found to be severed, causing a short and resulting in the cable getting hot. The broken strain relief is currently being addressed through the manufacturer's design change system. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reported to the vad coordinator that the area where the black power lead enters the system controller was very hot.